Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned nor has the identifying lot number been provided.

Event description:
Post op films revealed the iliac screw had fractured and broke just below the tulip/head. Revision surgery was conducted to remove and replace.